Event description:
It was reported that the drill was leaking blood after being washed. This was found during processing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and a sample of the substance was taken for further analysis. This report will be updated when the eval is complete.